Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient had high blood glucose level of 400 mg/dl, ketones 3.7 mmol/l, polydepsia, polyuria, polyphagia, headache, dryness, nausea, diabetic ketoacidosis. Therfore, the patient was hospitalised. During hospitalisation, the patient received insulin drip. The patient had overnight stay at hospital. Currently, the blood glucose level of the patient was 132 mg/dl. No further information available.